Event description:
It was reported during a tibial nail fixation procedure on (B)(6) 2024, while advancing the nail inside the bone, the nail stuck. Once the nail was removed it was noticed that the polyethylene plastic was coming out of the nail. Surgery was delayed 5 minutes. The procedure was completed successfully with a new nail. This report is for one tibial nail advanced ø10 l 285. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e1: initial reporter is j&j company representative h3, h4, h6 investigation summary the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the tibial nail shows visible signs of damage. Polyethylene plastic is protruding from the holes of the nail, indicating potential internal damage or malfunction. There is also visible extraction damage on the nail's surface, which might have occurred during the surgical procedure. Functionally issue can be attributed to the observed damage. Due to the inherent limitations of a visual inspection conducted through photographic evidence, it is not feasible to conclusively determine the root cause of the reported issue with the tibial nail. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø10 l 285 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a manufacturing record evaluation was performed for the finished device part: 04.043.215s lot: 570p535 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 10-jan-2022 manufacturing site:jabil bettlach expiry date:01-jan-2032 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.